Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lot purchased during the past six months for this item. Five (5) device history records was reviewed. There were no non conformances issued for these lots nor suture component lots related to the condition reported. The product from these finished good lots and all of the components met surgical specialities requirements throughout the incoming, manufacturing and the final inspection processes. Dehiscence is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty without reviewing the actual device involved or testing sterile samples from the same finished goods lot. Reference: (B)(4). Item #sxmd1b406 stratafix spiral pga-pcl knotless tissue control device. Sh 0 monoderm 20cm, lot: unk.

Event description:
It was reported that: "the surgeon, dr. (B)(6), stopped using stratafix to close the vaginal cuff because he had 4-5 cases of leaks. Cases were all completed with stratafix but when the patients were seen on a follow up, there were leaks." (B)(4).